Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Additionally the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump fell and the touch screen became shattered and unresponsive, and the insulin gauge incorrectly read zero units in the cartridge. Subsequently, the customer was taken to the emergency room and admitted to the hospital due to blood glucose levels in the 500 mg/dl range, vomiting, chest pain, shortness of breath, and diabetic ketoacidosis. Customer was treated with intravenous fluids, insulin, and electrolytes, and was discharged on (B)(6) 2020. Upon being discharged from the hospital the reported issue had resolved, however, the customer had kidney damage. Tandem technical support (cts) was unable to perform a system check due to the unresponsive touch screen. Although requested, the customer did not upload the pump data logs for investigation to determine a possible cause. Reportedly the customer reverted to manual injections for insulin therapy.